Event description:
It was reported that leakage occurred during use with a pegasus pnk 20ga x 1.16in prn. The following information was provided by the initial reporter, "after retracted the needle core, it's noticed that liquid leakage at septum." 2 occurrences were reported.

Manufacturer narrative:
H.6 investigation summary : in response to the event reported a device history review was conducted for lot number 9052616. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a pegasus pnk 20ga x 1.16in prn. The following information was provided by the initial reporter, "after retracted the needle core, it's noticed that liquid leakage at septum." 2 occurrences were reported.